Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. Caller was advised to contact support if the malfunction code reappeared, which the caller acknowledged and understood.